Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed with an error displaying numbers. The battery door had been opened and closed, and the pump was powered on. The pump then alarmed remove and reattach cassette. The alarm was silenced, and the battery door box was again opened and closed before powering the pump on once more however, the "remove and reattach cassette" alarm persisted. The alarm was silenced again, and the clamp was closed. The cassette was removed, after which the pump displayed a message indicating that settings and patient data had been lost. A new cassette was inserted, and the pump was powered off. The medication involved was 5fu. There was no patient injury. The event occurred while in use with a patient.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.